Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed to detect door closure during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, the reported 'door closure not detected' was not reproduced. A review of the event history log revealed 'shut door' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation determined the causality to be a broken lower latch switch. The lower aux will be replaced to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.